Manufacturer narrative:
The previously reported device code (B)(4) no longer applies to this event. Device codes were updated to include the following for this event (B)(4).

Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). It was reported the pump logs showed more than one motor stall. The final stall did not recover prior to explant. There were no other error messages present in the pump log. The pump was explanted and discarded. The pump was used to deliver baclofen (dose and concentration unavailable).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient in (B)(6) who received an unspecified drug via an implantable pump. The patient¿s medical history was unknown and the concomitant medications were not obtainable. On (B)(6) 2016 during normal use the patient reported that heard a bi-tonal alarm which was confirmed by the physician as a pump motor stall. The patient was fine and did not show any underdosing symptoms as for now. It was unknown if there were any external, environmental, or patient factors that led or contributed to the event. Diagnostic testing/troubleshooting and actions/interventions were reported as a follow-up appointment and the replacement of the pump. The replacement was planned but not yet scheduled. At the time of the report, the issue was not resolved and the device was implanted but out-of-service and the patient¿s status was alive-no injury.

Manufacturer narrative:
Initial reporter updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the serial number was unknown and the event was reported by a physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.